Event description:
It was reported that the patient stopped using her stimulator about a year ago when the stimulator started shocking her while walking and charging. The patient had a procedure on (B)(6) to remove scar tissue and told her physician about the shocking. The doctor suggested a reprogramming. The patient was scheduled for the reprogramming on (B)(6) 2012. The patient was hospitalized for intense pain at night on (B)(6). The manufacturer's representative was going to give a reprogramming prior to the scheduled day. The patient's implantable neurostimulator was tested at the hospital for impedance and there was nothing out of range. The physician was notified for this event. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2008, product type lead. Product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger. Product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer. Product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type extension.